Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod longer than 48 hours. The device was originally reported for the app prompted the patient to deactivate the pod. Investigation of the return pod found internal component corrosion.

Manufacturer narrative:
The device was received with corrosion on the pcb, hook, hook switch cups/springs and commutator cap. The battery voltages were measured to be lower than expected due to the corrosion. The pod data was unable to be downloaded due to the corrosion on the pcb and as a result the reported hazard alarm could not be confirmed. The fluid leak test was run, and no leaks were observed. No damages or defects were observed that would allow for fluid ingress. The cause of the internal corrosion could not be determined. It could not be determined if the corrosion is linked to the reported hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.